Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that was severely kyphotic with impingement on the anterior side c6/c7 after the patient fell post-operatively. During the revision, the pe core was found to be located correctly between the plates. It was removed and replaced with a new mobi-c implant.

Manufacturer narrative:
This device is not cleared within the us. However, it is similar to mb3575, which is cleared under p110009. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that was severely kyphotic with impingement on the anterior side c6/c7 after the patient fell post-operatively. During the revision, the pe core was found to be located correctly between the plates. It was removed and replaced with a new mobi-c implant.

Manufacturer narrative:
Corrections in d4: lot number and UDI number, d9, and h3. Additional information in d4: expiration date and h4. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that was severely kyphotic with impingement on the anterior side c6/c7 after the patient fell post-operatively. During the revision, the pe core was found to be located correctly between the plates. It was removed and replaced with a new mobi-c implant.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was evaluated. The investigation found that there was no impingement on the plates but there is a "notch" on the insert, caused during the removal of the device. There was no damage noticed in the x-rays provided. Root cause: the root cause was unable to be determined. This event could possibly be attributed to trauma, patient factors or other unknown operational factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.